Event description:
Noise was reported on the lead and was reproducible with arm movements. The physician elected to leave the lead implanted and continue follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.